Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("intense burning pain brings me to my knees / not since removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthropathy ("my joints are deteriorating"). The patient was treated with surgery ( remove essure device). Essure was removed. At the time of the report, the pelvic pain had resolved and the arthropathy outcome was unknown. The reporter considered arthropathy and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain" and arthropathy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("intense burning pain brings me to my knees / not since removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthropathy ("my joints are deteriorating"). The patient was treated with surgery (remove essure device). Essure was removed. At the time of the report, the pelvic pain had resolved and the arthropathy outcome was unknown. The reporter considered arthropathy and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain" and arthropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense burning pain brings me to my knees / not since removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthropathy ("my joints are deteriorating") and migraine ("migraines"). The patient was treated with surgery (remove essure device). Essure was removed. At the time of the report, the pelvic pain had resolved, the arthropathy outcome was unknown and the migraine had not resolved. The reporter considered arthropathy, migraine and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain" and arthropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- migraines. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.